Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that customer was hospitalized due to seizure on (B)(6) 2021 with blood glucose of 60 mg/dl. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer treated with insulin drip in the hospital. Customer stated auto mode feature was not active at the time of incident. Customer stated they were in intensive care unit since (B)(6) 2020 to (B)(6)2020 had covid and taken off insulin pump for a few months. The insulin pump will not be returned for analysis.